Manufacturer narrative:
A root cause has not been determined. The device was not returned and therefore, no functional evaluation could be performed. It has not been confirmed if the device caused or contributed to the reported incident; however, due to the customer reporting the device inflation caused a torn bicep tendon and, as a result, receiving medical attention this medwatch is being filed. The product instruction manual includes following warnings in the important safety information section: "do not use this monitor on an injured arm or an arm under medical treatment." "Remove the arm cuff if it does not start deflating during a measurement." The product instruction manual also includes instructions on how to stop a measurement in section 3.1: "to stop the measurement, press the [start/stop] button once to deflate the arm cuff."

Event description:
On (B)(6) 2025, omron received a chat message during non-working hours from the consumer's wife stating the consumer experienced a torn bicep tendon in his left arm while he was taking his bp. The machine had continued to inflate higher and higher to above 230 mmhg and he was in severe pain. The consumer's wife was notified in the chat that no agents were available, but an agent would contact them as soon as they were available. Based on the consumer's request, follow ups were sent via email. The emails were sent the following workday, september 2, 2025, and then again on september 4, 2025 and september 8th, 2025. A final attempt was made on september 9, 2025 via calling. The consumer did not answer and a voicemail was left asking them to contact us back. No contact has been made by the consumer since the initial chat. On (B)(6) 2026, omron's legal team was notified that the consumer was taking legal action. Documents with additional information were sent. The information included details about the consumer's injury: on (B)(6) 2025, the consumer went to an internal medicine doctor's office complaining about a lump on his upper left arm and pain on the right arm that started on (B)(6) 2025 while doing a blood pressure reading on his home bpm. He was diagnosed with biceps rupture, distal, left and no care advice was given. On (B)(6) 2025, the consumer went to an orthopaedics specialist with a chief complaint of left shoulder pain and deformity. He stated he injured his arm a couple weeks ago while using a home blood pressure monitor. He stated there was no elbow pain and he was icing his arm. He stated he has a history of rotator cuff tear on that same side and has shoulder pain. He was advised to do physical therapy. He was unable to take anti-inflammatories and it was believed he developed a hematoma because he was taking eliquis. It was recommended that he not have surgical intervention even if a MRI confirmed a tear due to the chronic nature of his injury. An x-ray was completed; the results were not included in the document. On (B)(6) 2025, the consumer went to an orthopaedics specialist due to his shoulder. His diagnosis was nontraumatic tear of left rotator cuff and left shoulder pain. He was recommended to have an MRI to confirm if he had a biceps tendon rupture. On (B)(6) 2025, the consumer had an MRI. The MRI assessment determined he had pain in his right shoulder, labral tear of long head of left biceps tendon, and nontraumatic complete tear of left rotator cuff. His treatment plan consisted of physical therapy 2-3 times per week for 4-8 weeks since he showed positive impingements and popeye sign on the exam. The consumer had also received a cortisones injection in the left shoulder previously at an unknown date to alleviate the pain. On (B)(6) 2025, the consumer went back to the orthopaedics for left shoulder pain and weakness. He stated he had a chronic rotator cuff tear and also a biceps tear based on the MRI and that he continued to have shoulder pain difficulty with use. His treatment included a subacromial injection along with pt and if he didn't improve, they would discuss a rotator cuff repair. He received an injection of betamethasone, bupivacaine and lidocaine. On (B)(6) 2025, the consumer went back to the orthopaedics. After MRI review, he was advised to complete physical therapy 2-3 times per week for 4-8 weeks. He had agreed. On (B)(6) 2025, the consumer went to get a second opinion about his shoulder. He reported about five weeks ago, his wife, a former nurse, was testing a new blood pressure cuff on his left arm. The cuff had inflated beyond 200 mmhg, causing severe pain followed by a "massive pop" in his shoulder. Since the incident, he developed a "popeye muscle" deformity and experienced significant pain and limited function. He reported being unable to swim as he previously did 6-7 days a week. He stated there wasn't any numbness or tingling. He stated he had received a cortisone injection in the superior aspect of his shoulder 2-3 weeks ago, which helped with the pain in the area, but not with the inferior shoulder pain. He had a history of a small rotator cuff tear diagnosed before covid which was scheduled for surgery but cancelled. Recent imaging showed the tear enlarged since 2022. His x-rays and MRI were reviewed. The tear was chronic in nature and not amenable to primary repair due to pour tissue quality. He was advised about management with physical therapy or surgery, which was not recommended. On (B)(6) 2025, the consumer started physical therapy. The related report stated that the consumer presented with significant left shoulder pain and functional limitations following an incident approximately three months ago in which a blood pressure cuff overinflated, resulting in a sudden "pop" in the biceps region. His medical history was notable for a full-thickness supraspinatus tear, moderate tendinosis, a labral tear, and mild glenohumeral joint chondrosis. He described his shoulder pain as sharp and severe, likening it to "a knife," and reported that symptoms significantly disrupt sleep. He managed nighttime discomfort with topical arthritis cream. Due to pain and weakness, he was unable to participate in swimming, which was previously a daily activity. He expressed concern about causing further injury and was hesitant to perform strengthening exercises for fear of worsening his condition. The patient had consulted multiple physicians, with some advising against surgical intervention. His primary goal was to improve shoulder function and safely return to swimming. He had a history of the present problem with a history of 3 or more factors and/or comorbidities that impact the plan of care. His rehab potential was fair to good. He required skilled therapy to restore prior level of function utilizing the treatment and modalities described in this plan of care. During the following weeks, it was noted he was progressing well with physical therapy with the consumer reporting positive outcomes from his sessions through (B)(6) 2025. On (B)(6) 2026, the consumer returned to his orthopaedics specialist. He reported ongoing pain and tenderness in his left shoulder that had not improved with physical therapy. He completed 5 weeks of pt, but stated it left him really tender, and his symptoms worsened after snow shoveling recently. He stated that due to his limited use of his left arm which "just hangs" when walking, he is overcompensating with his right arm which is causing his right shoulder to "start to go bad". He had received a cortisone injection approximately a year ago for shoulder tenderness which had resulted in temporary relief. He had not received any additional injections since the incident. He stated he used to swim 6 days a week for an hour but had been unable to continue his activity due to his shoulder. He also stated his most recent pt session was about a week and a half ago, but he discontinued therapy due to the pain despite using only 2-pound weights for exercises, stretching with machines, and rolling a ball. His examination included a review of his MRI which showed a complete rotator cuff tear extending from inferior to superior aspects. The cross-sectional imaging demonstrated significant muscle belly atrophy. Due to the muscle atrophy, it was deemed unlikely surgical repairs would be successful. A cortisone injection was administered to the left shoulder.